Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with bi-ventricular support. It was reported by the perfusionist that tiny cracks were noted at the circumference of the pvad rvad pump on the superior side of the ring. Cracks were noted to be 2 mm originating at the top of the ring. The pt is stable and no alarms were present. There were no reported drops or changes in vacuum and pressures. Additional info received confirmed that the pt underwent a pump exchange from one pvad rvad to another pvad rvad on (B)(6) 2012.